Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly; then subsequently the pump battery reportedly functioned as expected. There was no reported impact to the customer's blood glucose level. Although requested, additional information regarding this event was not provided.